Event description:
Upon implanting the lens, the surgeon noticed a bubble or scratch on the lens. The lens was removed for iol exchange. There was no pt injury or event. The pt's prognosis is satisfactory.